Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 11/26/202 there were twenty (20) no delivery (insulin flow blocked) alarms during bolus and basal deliveries. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained keypad overly, missing serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Insulin flow blocked alarm complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported an insulin flow blocked alarm. Blood glucose value at the time of the event was 400 mg/dl. The customer was treated with a manual injection. The event involved product(s) mmt-1884, mmt-387a, mmt-332a, mmt-7040a. Troubleshooting was declined by the customer for high blood glucose event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed for the insulin flow blocked alarm and the insulin pump passed 5u fill cannula test. The customer was advised that the insulin pump was working as designed and the alarm might be caused due to a possible set or reservoir occlusion. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-387a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.